Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 575 mg/dl at the time of call. The customer also reported nausea from his high blood glucose. The customer treated high blood glucose with the insulin pump. Troubleshooting found that the cannula was kinked. The customer also stated that one month ago his doctor changed the night time basals. The customer did not have a back-up plan at the time of the call. The customer later reported his blood glucose rose to over 600 mg/dl. The customer stated that he was not feeling well. The customer's blood glucose was 568 mg/dl at the end of the call. The insulin pump will not be returned for analysis.